Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to recover. A field service engineer found that the refrigerator door was not in a fault state, but the temperature sensor was found to be faulty. The faulty sensor was removed and replaced with a new temperature sensor. After installation, time was allowed for the new sensor to cool to the correct temperature range, and the fault cleared successfully. The technician tested the door multiple times, and no door latch faults were observed during opening or closing. The new temperature sensor functioned as expected. A follow-up call was made to verify the refrigerator status, and the pharmacy technician confirmed that no faults were reported after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to recover and intermittently would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.